Event description:
A nurse reported a system message was received causing the system to lock during a vitrectomy procedure. Following a 30 minute delay, the system was switched out and the case was completed. There was no reported harm to the pt.

Manufacturer narrative:
The company rep examined the system, confirmed the reported events, and reinstalled the software. The system was then tested and met product specifications. No sample was returned for eval, therefore, steps could not be taken to replicate the reported event. A review of the system's event log confirmed system message (sm) "inlet pressure is too low for the system" was generated after the system detected the pressure being supplied was not between 58 and 120 psi. When the treadle was activated after (sm) "inlet pressure is too low for the system", the sm "unable to turn on cutting without sufficient source pressure" was then generated. The sm "red stop sign" was generated after sm "infusion flow data invalid: iop control functions will be disabled. Check infusion tubing for air bubbles" was acknowledged by pressing the ok button on the touch screen to clear this message. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. Based upon a review of the event log provided, the root cause of the reported red stop sign sm has been determined to be the user acknowledging sm "infusion flow data invalid iop control functions will be disabled. Check infusion tubing for air bubbles" by pressing ok button on the touch screen to clear the message. The root cause of the reported low pressure sms was determined to be due to low inlet pressure being received by the system. The inlet pressure measured by the system was 58 psi, below the required pressure. An internal investigation was opened to address the issue related to the "red stop sign" sm. (B)(4).